Event description:
A malfunction alarm was reported, identified as malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to call back if the issue arose again and was informed they could continue using the pump.